Event description:
The customer reported that the thermogard xp ivtm system (B)(4) did not recognize the air trap. No further information was provided by the customer. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The thermogard xp ivtm system (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint that the thermogard system did not recognize the air trap was confirmed during functional testing. The root cause of the reported complaint was the defective air trap sensor block, possibly attributed to the age of the device. This thermogard console was manufactured in august 2015 and is over 6 years old, has exceeded its expected service life of five years. During visual inspection, there was no physical damage noted on the ivtm thermogard console. The event log review showed no significant discrepancies. The initial functional test failed as the thermogard system could not recognize the air trap; thus, confirming the reported complaint. The zoll service personnel inspected the air trap sensor tunnels and sensor boards, and there were no traces of contamination/dried saline. In addition, the cable rj-45 connector and leds were tested and verified to be functional. During further testing, the air trap block was removed, and it was discovered that the air trap sensors were not communicating with the I/o printed circuit board as intended. It was concluded that the air trap sensor block was defective and was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number tgxp11798.